Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The stylet/guidewire was kinked/buckled and there was blood on the stylet/guidewire. Used a fresh purple 16-58 stylet to perform stylet test. Returned stylet was inside lead, removed it, it is kinked in various locations and has dried blood visible on it, damaged at implant attempt.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the stylet got stuck inside the lead. The lead was not implanted. No patient complications have been reported as a result of this event.